Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, bruised, and broken localized around the borders of the plastic frame. There was no alleged device malfunction contributing to the wound. The patient's nurse advised using triple antibiotic ointment on the area. The outcome of the wound is unknown.